Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery during prime process. Troubleshooting was done. Customer's blood glucose was 97 mg/dl. Customer will send the infusion set for analysis and requested for replacement. Customer's recent blood glucose was 50 mg/dl and treated with food and bolus. No further information provided.